Manufacturer narrative:
The directions for use (dfu) contains a caution for underfilling the pump: "cautions: do not underfill. Underfilling the pump may significantly increase the flow rate." The device history record was conducted, and all mfg operations were found to be within spec. I-flow received 2 partially full pumps for eval and investigation. The pumps were refilled with normal saline solution to the nominal fill volume of 400ml and a flow accuracy test was performed. Both pumps flowed within spec. In addition, retain samples from lot 7a2742 were tested. The pumps were filled with normal saline solution to the nominal fill volume of 400ml and a flow rate accuracy test was performed using 10ml/hr. The flow rate accuracy test results were found to be within spec. Product complaint is not confirmed.

Event description:
(Drug/diluent: ropivacaine 0.2%). Pump was in use 38-40 hours when call received about empty pump. Should have run 50 hours. Fill volume was to be 360ml and flow rate was to be 8ml/hr. Per dfu: nominal fill volume: 400ml and nominal flow rate: 2-14ml/hr.